Event description:
It was reported that while the ventilator was connected to a patient there was a loss of volumes and autopeep (positive end expiratory pressure) without showing on the screen. There was no patient harm. (B)(4).

Manufacturer narrative:
Troubleshooting on site was performed by the hospital's biomed. According to the received info, the reported problem was not reproduced and no parts were replaced. Our investigation consists only of a device logs eval. Received device logs showed that no alarms were generated during the 2 hours of ventilation on the reported date of event, and performed pre-use checks had passed without any errors/deviations. The logs did not contain any technical alarms indicating that a ventilator malfunction had occurred. The cause for the reported failure could not be determined since the problem was not able to be reproduced on site by the customer biomed.

Event description:
(B)(4).

Manufacturer narrative:
Further info about the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.